Event description:
Pt spontaneously states there is a hairline crack in the cap and "rim" of the pump that pt discovered while trying to load cartridge. Pt did not experience any side effects or lapse in therapy due to pump malfunction. Sn (B)(4). Pt will return pump after replaced. Pt using back up pump until new pump arrives. Reported to (B)(6) by pt/caregiver. Dose or amount: 74nkm, frequency: continuous, route: sq. Dates of use from (B)(6) 2018 to current. Diagnosis or reason for use: pah.